Manufacturer narrative:
Visual inspection (pre and post decontamination) was performed. The report noted that during decontamination flushing leakage was observed at the bonding site of the transducer and the squeeze flush. It was also noted that there were several minor cracks at the top of the female luer near the squeeze flush. However, there was no leakage originating from these component cracks. Engineering testing and evaluation of the returned partial 46094-31 monitoring kit recorded the leakage was due to an assembly bonding error (insufficient solvent bond). Trend and lot record reviews: a review of the mfg. In-process lot build records and trend reports showed this to be a very unusual occurrence. Findings: the reported product issue was confirmed. The root cause was due to an insufficient seal between the transducer and squeeze flush bond. ICU medical will monitor and trend the failure mode.

Event description:
Additional information: device return: received one used "partial" 46094-31 neonatal mtg. Kit. The mtg. Kit stopcock segment was not returned; one 3ml saline syringe. This is the mfger's follow up report to provide the device return investigation results.

Manufacturer narrative:
Investigation: a review of the mfg. Lot build database for the reported lot #2963371 (mfg. 11/2014) showed (B)(4) units were mfg., tested inspected and released. There were no exception documents generated during the lot build. A review of the complaint data for this list #, lot # and similar issue recorded no additional reports. Findings: the involved (B)(4) device has not been returned for analysis and confirmation. The exact cause(s) of the reported event/product issue is unknown.

Event description:
Maude report received concerning leakage issue with use of (B)(4) neonatal mtg. Kit. Mw (B)(4) describes the event as follows ".. Pt. Required uac line for fluids and monitoring while in neonatal ICU. Rn noticed the uac line was leaking fluids above the yellow plastic piece on the transducer tubing. Line team noticed a small amount of fluid leaking from tip of the syringe as the seal on the tubing would not form between the syringe and the tubing when the syringe was screwed on properly. Plastic male tip on the line had broken off. Follow up with the facility for additional relevant set-up/usage information and device return status as of the date of this report has not been provided.